Event description:
It was reported that the programmer exhibited an error message at power up, and that it locked up. Recycling the power to the programmer cleared the error and it was successfully rebooted but the programmer has now been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).